Manufacturer narrative:
D1: corrected. D4: corrected. D10: concomitant devices: 5562005 208-05-03 - cc distal fem augment sz 3, 5mm. 6262452 208-06-03 - cc distal fem augment sz 3, 10mm. 6269552 02-012-60-1880 - tru stem ext 18mm x 80mm. A225159 02-010-06-0330 - tru cc femoral size 3 right. G4: corrected. H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.

Event description:
It is reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2023, with no revision surgery reported. There is no device information provided. No radiographic images of the device are provided. There is no other information available.